Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1635402, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that when the physician tried to withdraw the procedural sheath introducer, resistance was felt and a ¿bit¿ of the mynxgrip vascular closure device sealant was stuck inside the sheath. Manual compression was applied for 20 minutes to achieve hemostasis. It was noted that the patient¿s ¿artery was too close to the skin¿. The vcd was being used in conjunction with a 5f procedural sheath introducer following a tace (transcatheter arterial chemoembolization) procedure. The vcd storage temperature exceed 25 °c. The vcd was prepped according to IFU instructions. The vcd was shuttled down completely. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that when the physician tried to withdraw the procedural sheath introducer, resistance was felt and a ¿bit¿ of the 5f mynxgrip vascular closure device sealant was stuck inside the sheath. Manual compression was applied for 20 minutes to achieve hemostasis. It was noted that the patient¿s ¿artery was too close to the skin¿. The vcd was being used in conjunction with a 5f procedural sheath introducer following a tace (transcatheter arterial chemoembolization) procedure. The vcd storage temperature exceed 25 degrees celsius (°c). The vcd was prepped according to IFU instructions. The vcd was shuttled down completely. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant, advancer tube and procedural sheath were not returned for evaluation. The sealant sleeve was fully retracted. The syringe was connected to the device, vacuumed lock with stopcock opened. It was reported that resistance was felt when the procedural sheath being withdrawn, and a ¿bit¿ of the mynxgrip vascular closure device sealant was stuck inside the sheath. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post procedure. Without the return of the sealant, advancer tube and procedural sheath, a functional testing on the returned device could not be conducted. A device history record (DHR) review of lot f1635402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ was not confirmed through analysis of the returned device since the sealant, advancer tube and procedural sheath were not returned. Therefore, the exact cause of the issue reported could not be conclusively determined. Based on the information available for review, storage temperature factors (exceeded 25 °c) most likely contributed to resistance felt during withdrawal of the sheath and the sealant apposing to the sheath since temperatures above 25 °c can cause the sealant to soften, which makes delivery more difficult. According to the instruction for use, which is not intended as a mitigation, ¿maximum temperature, 25°c. Keep dry ¿ protect from moisture. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the DHR, nor the product analysis or information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Complaint conclusion: it was reported that when the physician tried to withdraw the procedural sheath introducer, resistance was felt and a ¿bit¿ of the mynxgrip vascular closure device sealant was stuck inside the sheath. Manual compression was applied for 20 minutes to achieve hemostasis. It was noted that the patient¿s ¿artery was too close to the skin.¿ the vcd was being used in conjunction with a 5f procedural sheath introducer following a tace (transcatheter arterial chemoembolization) procedure. The vcd storage temperature exceed 25 °c. The vcd was prepped according to the instructions for use (IFU). The vcd was shuttled down completely. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Per the mynxgrip instructions for use (IFU), lbl9288_b, step 3: remove device, it instruct users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.